Event description:
Initial report: this serious unsolicited report was received from a consumer via our local affiliate (B)(4) on (B)(6) 2011. This case involves a (B)(6) female, who was treated with poly-l-lactic acid (sculptra) for cosmetic purposes in 2010 (dosages, location of injections and therapy dates not provided). In 2010, this pt received 3 treatments with poly-l-lactic acid. Over a year ago, right after the injections, the pt developed a granuloma at the bottom and outer edge of the left eyebrow. The pt described the granuloma as visible and about half an inch in size. The pt underwent six laser treatments to resolve the granuloma, which did not help. At the time of this report, the pt has not recovered from the granuloma. Other suspect drugs - none. Significant/relevant medical history - none. Relevant concomitant medications - none. Action taken - none. Corrective treatment - six laser treatments. Outcome - not recovered/not resolved. A ptc (product technical complaint) has been initiated for this report: (B)(4).